Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone; phone_control_android. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; up1a.231005.007.s918usqs5cxjx. Cloud - smartphone hardware; sm-s918u. Cloud - cgm sensor type; g6.

Event description:
A patient reports while activating a pod the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula has properly inserted. The pod was not worn.